Event description:
Report received from the (B)(6) stating that the "locking mechanism isn't working" on the device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "locking mechanism isn't working" was not confirmed. Reliability engineering determined that the "sleeve was stiff and did not operate smoothly", however, the locking mechanism was found to function. It was concluded that the most likely assignable cause was "improper or ineffective cleaning of the equipment". The device was repaired and passed final acceptance criteria. If additional information is received, a supplemental report will be sent.